Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically due to high pacing thresholds. Additional information indicated that the high thresholds was due to the patients coronary venous anatomy. The lv lead remains in service. No additional adverse patient effects were reported.